Manufacturer narrative:
Evaluation of the returned lantern confirmed a fracture. It was reported that the fracture occurred at the rotating hemostasis valve (rhv) and the rhv was overtightened. The rhv being overtightened likely contributed to resistance experienced during the procedure. If the device is manipulated against resistance, damage such as a fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 06/28/2023: 1. Section b. Box 5. Describe event or problem h3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using a lantern delivery microcatheter (lantern), a guidewire and coils. During the procedure, the physician successfully placed coils in the target location using the lantern. While retracting and re-advancing the lantern within the rotating hemostasis valve (rhv), the physician experienced resistance. Next, the physician injected contrast using a reinforced 3cc syringe to check if the vessel was occluded, and noticed the contrast coming out of the lantern hub. After removing the lantern, the physician noticed that the mid-shaft of the lantern was fractured. It was reported that the rhv was overtightened at the location of the fracture. The procedure was completed using a new lantern and additional coils. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using a lantern delivery microcatheter (lantern), a guidewire and coils. During the procedure, the physician successfully placed coils in the target location using the lantern. While retracting and re-advancing the lantern within the rotating hemostasis valve (rhv), the physician experienced resistance. Subsequently, after removal of the lantern, the physician noticed that the mid-shaft of the lantern was fractured. It was reported that the rhv was overtightened at the location of the fracture. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text: placeholder.